Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-june-2024, it was reported that patient faced eight infusion sets fell off during use. The infusion set was in use for 2 hours. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).